Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown, unknown stem, unknown; unknown, unknown liner, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Surgeon didn't approve for return.

Event description:
It was reported that the patient's right hip has been revised due to aseptic lymphocyte dominated vasculitis-associated lesions (alval), corrosion, pain, wear, loosening, and metallosis. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's right hip has been revised due to aseptic lymphocyte dominated vasculitis-associated lesions (alval), corrosion, pain, wear, and metallosis. Attempts have been made and additional information on the reported event is unavailable